Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump. Customer's current blood glucose value was 179 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer admitted into hospital on (B)(6) 2018. The blood glucose value when admitted to hospital was 600 mg/dl. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.